Event description:
The customer questioned the performance of her contour next link because her blood glucose dropped too low. She became very confused and combative. Her daughter-in-law caught her from falling down and gave her something to eat and drink until she felt better. Blood tests were not taken at the time. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.